Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the sample was not returned for evaluation. One electronic photo was provided for review. The photo shows an implanted catheter which was held by the physician at the clamp site and the extension leg was noted to be deformed/compressed. Therefore, the investigation is confirmed for the reported material deformation due to compressive stress issue. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that eight months and three days post dialysis catheter placement procedure, the outer part of the lines allegedly tends to remain crushed at the clamps, affecting the lumen of the catheter. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f -the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, that eight months and thirty days post a dialysis catheter placement. The outer part of the line was allegedly tended to remain crushed at the clamp. Affecting the lumen of the catheter and the pressure. There was no reported patient injury.